Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power. The customer did not receive a low battery alert prior to the off no power alarm. Blood glucose value at the time of the incident was 442 mg/dl. During troubleshooting, the customer was advised to insert a new battery. The new battery resolved the issue. It was advised to monitor the device. Troubleshooting for high blood glucose was declined. The insulin pump will not be returned for analysis.